Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 16 with no notable events occurring beforehand, and caller declined to provide information about any blood glucose impact. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.